Event description:
Sudden unexpected failure of pacemaker resulting in loss of consciousness. Patient was hospitalized, a temporary transvenous pacemaker was placed and used until device replacement. Pt discharged from hosp alive.